Event description:
Medtronic received information that after completing successful ablation on one side, prior to ablation on the opposite side, the plastic tip separated from the jaw of this cardioblate gemini-s when the guidewire was detached from the device. Another gemini was used to successfully complete the case with no adverse patient effects.

Manufacturer narrative:
The initial medwatch was reported in error. While the tip did come loose, it remained on the guidewire and there was no patient effect. In reviewing the hha, this malfunction would not cause or contribute to a patient injury as the tip always remains on the guidewire. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection confirmed that the hooded shroud and tip were missing from the right sheath. The hooded shroud and the tip were not returned with the device. Magnified examination of the sheath revealed adhesive residue on the sheath, indicating the parts were adhered. The end of the sheath, which accepts the hooded shroud, was measured against the specification and was within specification. Conclusion: the clinical observation was confirmed. Review of the manufacturing records determined there were no abnormalities noted in manufacturing and measurements during analysis were within specification. Excessive force and or twisting was likely a contributing factor.